Manufacturer narrative:
Patient information not available for reporting. Additional product code: hwc. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 12mm 130 degree cannulated trochanteric fixation nail on (B)(6) 2018. Surgeon then attempted to insert the tfn screw but could not lock it to the nail. The locking mechanism in the nail is broken. The nail was removed and another nail was implanted. Surgery was completed successfully with a delay of approximately 10 minutes. Concomitant device reported: tfn screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 12mm 130 degree cannulated tfn nail 235mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 456.511s , synthes lot number: l596611 , release to warehouse date: 03.oct.2017 , expiry date: 01.sep.2027 , supplier: früh verpackungstechnik ag , manufacturing site: selzach . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: part number: 456.511 , synthes lot number: h426675 , manufacturing site: monument , release to warehouse date: manufacturing location: monument , manufacturing date: 09-aug-2017 , part no: 456.511, lot # h426675 -- 12mm/130 degree titanium (ti) cannulated troch fixation nail 235mm. Quantity (B)(4). Components reviewed: part: 456.314.3 lock drive tfn lot h386434 , part: 456.315.2 130 degree lock prong tfn lot h408946 , part: 21069 lot: 9909901. Raw material for ti was received from supplier ati specialty materials. Certificate of test fot ti received from ati meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final inspection meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The implant was received with the reported condition of ¿device interaction (2+ devices) unable to assemble : rm¿ at customer quality, the returned implant was inspected and the complaint was confirmed. The following investigation flow was performed: broken: the returned implant was examined and the complaint condition was able to be confirmed as the nail was received with the lock drive and lock 130 components broken off from the nail therefore making it difficult to assemble as intended. In addition, a portion of the lock 130 component has sheared off and was not returned. The balance of the nail is in fair condition. The received condition agrees with the complaint description. A device history review, including material review and material properties, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing, components was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Dimensional inspection was performed as below: drawings: feature specifications per drawing: distal width of lock drive: 8.4 +0/-0.1mm & inner ,diameter of lock 130: 4.6 +0/-.01 mm , calipers: width: 8.34 mm , gauge pin: hole can accommodate a max pin of 4.55 mm , the measured dimensions were found to be within the given specifications per the drawings referenced above. While no definitive root cause could be determined it is likely that the device encountered unintended forces when attempting to be implanted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.